Event description:
Vns pt was hospitalized due to status epilepticus. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Treating neurologist decreased programmed off time. Neurologist indicated that the pt was now doing okay and that the event was not related to the vns implant or stimulation, but possibly a result of the pt's idiopathic epilepsy. It was reported that zyprexa was recently added to the pt's drug regimen for behavior control.